Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) device failed during transport.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Additional customer contact phone: (B)(6). A getinge field service engineer upon initial inspection found the unit to be stuck in boot mode. Fse was able to access the service mode and found faults 101, 111, 102, 112, and 118. Per service manuals these codes call for replacement of executive processor board and video generator board. Fse started by replacing the executive processor board( d670-00-0770) and downloaded b.17. Unit worked properly after this but found the unit gave a "internal communication error" while testing for pm. Fse found the coil cable to be the culprit, also found the coil cable nylon clip to be broken causing the coil cable to move freely. Fse will be ordering the parts needed and returning to complete the repair.5/11/23 fse returned with parts needed to complete the repair. Fse replaced the coil cable(d012-00-1801), nylon clip(d125-00-0028), backplane to coil cable cord(d012-00-1796),and connector seal gasket(d354-00-0201). Fse performed a full pm per manufacture specifications, pump did not malfunction while testing. Unit has passed all test and is now ready for clinical use.

Event description:
N/a.